Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, including inspecting and cleaning the pump components, but the customer was unable to successfully load the cartridge. Consequently, escalated troubleshooting was conducted, leading to the confirmation of a need for a replacement pump. An out-of-warranty loaner pump was added to the case, and arrangements were made to send this loaner along with extra cartridges once the necessary forms were received.